Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging skin irritation.there was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging skin irritation. The device was returned to the manufacturer's product investigation laboratory for further investigation. 0 blower hours and 0 therapy hours were logged, suggesting the device data was reset prior to pil receipt. 5,947.7 machine hours were logged. Care orchestrator data was unavailable. Evidence of liquid ingress on the blower and blower box. Dust/dirt contamination inconsistent with degraded sound abatement foam was observed throughout device enclosure, and airpath, suggesting a source external to the device. If it stated that the device was inspected in the external part of the device, then I would state that. Pil can confirm the presence of contamination in the airpath. Then the internal inspection. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. No errors were found. The manufacturer concludes the results of this investigation do not impact the calculated risks.